Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis determined that the connector was broken on the desktop charger ((B)(4)). Desktop charger (B)(4). Implantable neurostimulator: (B)(4).

Event description:
It was reported that the patient had been unable to recharge due to issues with their recharger. The recharger wasn't working and at the time of the report the stimulation wasn't on and the battery was discharged because the recharger was not working. The system was working fine. When the patient would plug their recharger in they would get "nothing from it". All of the patient's connections were worn out and they needed new cords for everything including the desktop charger, power cord, and the recharger antenna head. It was noted that the connector from the wall to the desktop charger had its connector pin come out partially. The part that held it in the desktop charger was not holding it anymore. The end that connecting to the recharger head was in a similar condition. All of these issues occurred in the month prior to the report and the patient hadn't been using it for the last month. Indication for use included failed back surgery syndrome. It was further reported that there was a broken connector on the desktop charger. It was further reported that the patient's new recharger was working perfectly again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.